Event description:
It was reported that the patient presented remotely via mernlin.net. Review of the transmission revealed that myopotential oversensing and pacing inhibition were observed on the implantable cardioverter defibrillator. Further information was requested however, was not provided.